Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly. The customer's blood glucose was 222 mg/dl. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
Initial MDR inadvertently filed based on information provided by tandem technical support. Based on customer settings/usage, the pump battery was decreasing as intended.